Manufacturer narrative:
Device evaluated by MFR: the pcb was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was noted inside the balloon which is evidence of a device leak. A leak test was carried out which identified a balloon pinhole located approximately 2mm distal of the proximal markerband. The rated burst pressure for this device is 10 atmospheres. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right common femoral artery to superficial femoral artery. A 6.00mm / 2.0cm / 135cm peripheral cutting balloon was selected for in-stent restenosis, an eluvia stent was placed. During third inflation at 10 atmospheres for abut 20 seconds, the balloon ruptured. The device was removed using normal method without issue, and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post procedure.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right common femoral artery to superficial femoral artery. A 6.00mm / 2.0cm / 135cm peripheral cutting balloon was selected for in-stent restenosis, an eluvia stent was placed. During third inflation at 10 atmospheres for abut 20 seconds, the balloon ruptured. The device was removed using normal method without issue, and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post procedure.